Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, g.1., h.6.

Event description:
Healthcare professional additionally noted "recall". Device has been explanted.

Event description:
Healthcare professional reported right side deflation and removal due to "recall". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening linear on the posterior, non-penetrating nicks, brown particles on the shell, crease fold, and brown particles in the shell. Leak test and microscopic analysis was performed which identified: one opening sharp on the posterior, broken sharp on the plug strap, non-penetrating nicks, and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on the posterior assessed as an unidentified (tear) opening. A sharp broken on the plug strap assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: d.9, g.2., h.3, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.